Event description:
New information received notes the impedance and capture issues on the right ventricular (rv) lead were originally discovered during a check in clinic and the patient was asymptomatic.

Event description:
It was reported that pacing impedance and capture thresholds were high on the right ventricular (rv) lead. A fracture was suspected on the rv lead. The rv lead was explanted and replaced. The patient was stable.